Event description:
The customer reported blood leakage noted on the distal connection after one hour of the prbc infusion. The volume of o positive, rh positive blood was 280 vtbi. No patient harm was reported

Manufacturer narrative:
The customer's report of blood leakage noted on the distal connection was not confirmed. Visual inspection of the as-received set noted dried blood residue around the exit luer of the set. Functional testing was performed; no obvious leaking was observed with the received set or components. No mating component was received for investigation. The root cause of the reported blood leakage noted on the distal connection was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported blood leakage noted on the distal connection after one hour of the prbc infusion. The volume of o positive, rh positive blood was 280 vtbi. No patient harm was reported.